Manufacturer narrative:
The catheter was not returned for analysis. There will be no device analysis of the catheter. Eval code-conclusion no longer applies. Eval code-result no longer applies.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a (B)(6) study regarding a patient receiving baclofen, dilaudid and bupivacaine at 300.0 mcg/ml, 4.0 mg/ml, 30 mg/ml concentrations and doses of 93.78 mcg/day, 1.2503 mg/day, 9.378 mg/day respectively via an implantable pump. The indication for use was non-malignant pain. The patient reported left chest wall numbness and increased pain on (B)(6) 2016. Upon examination the numbness was determined to be located at the level of t7. On (B)(6) 2016 the patient had a loss of pain relief. Two days later surgical observation was done and a kink at the catheter anchor and a small leak at the spinal segment of the catheter. It was indicated the event was related to the device or therapy. During the surgery the catheter was revised and the pump was replaced secondary to the elective replacement indicator (eri). The issue resolved without sequelae on (B)(6) 2016 additional information was received from a healthcare provider (hcp) via product surveillance registry (psr) indicated the pump was explanted and replaced. The reason for explant was unknown at this time as it was unrelated to an event. The device diagnosis was catheter kink and catheter leakage and the clinical diagnosis was sensory changes and increased pain. The programming date from the most recent refill prior to the event was (B)(6) 2016. The event was not related to the implant procedure. The event resulted in an unscheduled clinic or office visit.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a healthcare provider via a clinical study reported the pump was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.